Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
A hospital provided feedback regarding the use of an injector. Along with this feedback, they reported needing sutures and extension times during the surgery. Additional information was requested.

Manufacturer narrative:
Updated g3, g6, h2, h6 and h11. Multiple products were returned by this facility, but it was not possible to assign to this case. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. It is noteworthy to mention that a non-validated injector was used to complete the procedure.